Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# e8ph; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# jfobd; triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# edfms; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "painful failed left total knee arthroplasty."